Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke / separated from hub patient was in hospital for a gynaecology surgery. Art line inserted in the morning prior to patients surgery for haemodynamic monitoring + bloods on the left wrist. As far as we know it was an uncomplicated insertion. Nurse instructed to remove art line in pacu, total dwell roughly 4-8 hours. Nurse removed art line, as she was pulling the line out blood was coming out of the artery, the nurse applied pressure as she was taking the art line out. Nurse thought she had removed the whole art line until she noticed quickly after that the catheter material was broken off. The plastic cannula part remained inside the patients left radial artery. Pressure applied and anaesthetist immediately informed. After discussion with orthopaedic service, patient was transferred to theatre and received a light anaesthetic. It was attempted to be removed but it was unsuccessful. Patient is now requiring to be transferred to (B)(6) hospital to attempt to remove the remaining catheter. Patient is distraught from the incident its requiring her to be transferred to another hospital out of her region. Photos attached. Its unclear if the cannula has been kept for evaluation. Internal datix report submitted at (B)(6).

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. 5 photos were received for this complaint. All photos received shows broken catheter. The catheter part off area cannot be seen clearly in the photos provided. There is no sample received for this complaint. If there is a sample received, the broken catheter area can be investigated for its cause. The complaint will be re-open when there is sample received for this complaint. The complaint trend will be tracked and monitored.

Event description:
Patient was in hospital for a gynaecology surgery. Art line inserted in the morning prior to patients surgery for haemodynamic monitoring + bloods on the left wrist. As far as we know it was a uncomplicated insertion. Nurse instructed to remove art line in pacu, total dwell roughly 4-8 hours. Nurse removed art line, as she was pulling the line out blood was coming out of the artery, the nurse applied pressure as she was taking the art line out. Nurse thought she had removed the whole art line until she noticed quickly after that the catheter material was broken off. The plastic cannula part remained inside the patients left radial artery. Pressure applied and anaesthetist immediately informed. After discussion with orthopaedic service, patient was transferred to theatre and received a light anaesthetic. It was attempted to be removed but it was unsuccessful. Patient is now requiring to be transferred to (B)(6) hospital to attempt to remove the remaining catheter. Patient is distraught from the incident its requiring her to be transferred to another hospital out of her region. Photos attached. Its unclear if the cannula has been kept for evaluation. Internal datix report submitted at (B)(6) health. Patient went for a laparotomy phi inserted art line, has been inserting them for years. It was a non-eventful insertion. Patient was small in size and artery was superficial to the skin, when cannulating the artery, he ¿transfixed¿ so got flashback but then went through the artery wall, he pulled the art line back, took needle out and attached 2mlsyringe and ¿floated¿ the line in with saline. Dressing straight forward. When nurse removed the art line she cut some of the dressing with scissors (phi feels it's unlikely it accidentally cut the line but it's possible). Dressing was slowly unstuck from skin and the artline was removed along with dressing still attached. No kink of the wrist as patients' arm was straight. Update on patient's condition: patient transferred to (B)(6) ultrasound and CT angio showed catheter still in radial artery. Successfully removed by endarterectomy. As far as phi knows patient is stable and uneventful procedure.